Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a kink and a shaft break occurred. The approximately 75% stenosed target lesion was located in the mildly calcified and mildly tortuous left circumflex (lcx). A 20 x 4.00 promus premier stent was advanced, but it was noticed that while approaching the lesion, the device had kinked. The stent was not expanded. The device was removed outside the patient as a single unit and intact. While trying to straighten the device, the shaft broke. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a 20 x 4.00 promus premier stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 795mm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that a kink and a shaft break occurred. The approximately 75% stenosed target lesion was located in the mildly calcified and mildly tortuous left circumflex (lcx). A 20 x 4.00 promus premier stent was advanced, but it was noticed that while approaching the lesion, the device had kinked. The stent was not expanded. The device was removed outside the patient as a single unit and intact. While trying to straighten the device, the shaft broke. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.